Event description:
I had the essure procedure done in 2013 and since then I have had multiple problems and on a daily basis. Including cramping, sharp/stabbing pelvic pain, abnormal menses, period stops, constant spotting, hot flashes, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido, hot flashes, bleeding/spotting after sex, painful periods (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods (metrorrhagia), long menstrual cycles (polymenorrhea), sexual dysfunction (unable to orgasm or feel pleasure), lack of menstrual cycle (amenorrhea), breast pain/tenderness, abdominal spasms/twitching/fluttering, pain - back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain, all over body aches/pain, nausea, vomiting, gas, constipation, diarrhea, severe bloating, heartburn, bowel issues, headaches or migraines, dizziness, tingling sensations, numbness, brain fog - cloudiness, forgetfulness, anxiety/panic attacks, mood swings, ringing in ears (pulsatile tinnitus), numbness/tingling in extremities (hands/feet), autoimmune disorders, heightened allergies/allergic reactions, cysts, boils, acne, skin irritation/itching, swelling of legs or feet, hair loss or changes, weight issues (loss/gain), muscle spasms, vision problems (floaters, blurred vision, decreased vision), excessive sweating, severe bloating.